Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. It was discovered that the disc/sense alarm was due to the tidal volumes on the unit being too high. This issue was due to the power board. The power board was replaced to address the reported issue.

Event description:
It was reported by the customer that the ventilator was alarming "disc/sense". There was no patient involvement associated with this complaint.